Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging unknown. There was no serious patient harm or injury. No medical intervention was specified by the patient.  The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed on 06/21/2022 and section h11 report should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging unknown. There was no serious patient harm or injury. The device was returned to manufacturer service center. During the device evaluation, the technician confirmed no particles in the air path and no secondary findings was observed. During evaluation there were zero error codes observed. Unit passed final test. The manufacturer service center concludes that they couldn't confirm the customer's allegation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Due date has been updated. In box d: product brand name, model number, catalog item identifier, device avail. For eval and date returned have been updated. In box g: date received by mfg has been updated. In box h: device eval. By mfg, device avail. For eval, device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid, recall and remedial action unit have been updated.